Event description:
The report states repeated exposure to latex through the use of latex gloves since 1990 has led to the development of latex allergies. Report has been diagnosed as having type-I latex allergy.